Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: hospital. In their cd001 10mm bag they found a hair in the sterile packaging, and they are asking for a replacement. Additional information received from [name] via email on 12apr2024: the hair was found during inspection of product before opening in a procedure. The event occurred on 12apr2024. A photo of the particulate matter was provided and can be found in the email in the complaint attachments. Type of intervention: na (before use). Patient status: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Event description:
Detailed description of event: hospital: [name]. In their cd001 10mm bag they found a hair in the sterile packaging, and they are asking for a replacement. Additional information received from [name] via email on 12apr2024: the hair was found during inspection of product before opening in a procedure. The event occurred on 12apr2024. A photo of the particulate matter was provided and can be found in the email in the complaint attachments.